Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused; did not finish infusing after the expected infusion time of 46 hours. This was observed during use and was described as ¿when the device was disconnected at the hospital, it was almost full¿. Therefore, the hospital replaced with a new unit and continued the medication. The device was filled with 5-flourouracil 74ml plus diluted solution 26ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 21, 2021 - september 22, 2021. H10: the device was received for evaluation containing approximately 90ml of fluid in the bladder. Visual inspection showed no evidence of fluid flowing out at the distal end of the flow restrictor. A forced prime was performed to revive flow, but flow was not observed. Subsequent examination of the flow restrictor revealed the root cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. Crystallized drug came from 5-fluorouracil that was added to the device. The reported condition was verified. The cause of the crystallization could not be determined; however, the most probable cause is an user related factor. The product labeling (IFU, instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.